Manufacturer narrative:
This is one event (death) of four events reported for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on or about the following dates: (B)(6) 2008, (B)(6) 2009, and subsequently expired on (B)(6) 2009 after use of the product.